Event description:
It was reported that the customer was hospitalized due to acute stroke and hyperglycemia. The blood glucose reading was 532 mg/dl. It was stated that the doctor at the hospital determined the customer requires more training on his insulin pump. Troubleshooting could not be performed at time of call. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.